Manufacturer narrative:
The device was received by the manufacturer and is currently being evaluated. Prior to release to the market the device met all manufacturing specifications. In follow-up with the physician it was learned the patient recovered without permanent injury. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Evaluation ongoing.

Event description:
It was reported the insertion cartridge was deformed at the edge and patient encountered a slight corneal tear during cataract surgery with intraocular lens(iol) implant.